Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had recurring issues with high blood glucose levels and no delivery alarms. She decided to discontinue the insulin pump over a year ago. Her blood glucose level was not reported. The customer wanted to make sure the insulin pump was functioning before she starts to use it. The product was not returned. Nothing further to report.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer called back to continue troubleshooting and the insulin pump passed the self test and the displacement test.